Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample did not reveal any visual nonconformities. The returned phaco handpiece was connected to a calibrated cataract system. The system message (sm) - [tune failed ¿ loose tip] displayed when the handpiece attempted tuning. The handpiece was disassembled and revealed moisture ingress within the electrode chamber. The moisture ingress within the electrodes was found to cause the high electrode to short to ground and resulted in the sm. However, it remains inconclusive if the moisture ingress is related to the reported event of increase in temperature on the handpiece shell. The phaco handpiece was manufactured on july 11, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phacoemulsification handpiece was overheating.